Event description:
The device was used during an obstructive defecation syndrome clinical trial in a stapled transanal rectal resection (starr) procedure. The knife broke off the housing, staples malformed and there was incomplete cut line. Overstitches were used to complete the staple line. There was no patient consequence.